Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/28/2019, the product investigation was completed. Device investigation summary: during analysis of the sample it was noticed to be ruptured. It was received in two pieces. Shell abrasion was also found in the device. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: 500cc mentor memorygel breast implant, catalog: 3505004bc, lot: 5843364, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 500cc mentor memorygel breast implants, suffered left side rupture post-operatively. The rupture was confirmed during a surgery on (B)(6) 2019 by the patient's doctor. As a result, the patient underwent bilateral removal and replacement with two 225cc mentor smooth round moderate profile saline breast prostheses on the same day.